Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. No patient involvement. Unknown event date. Device is an instrument and is not implanted/explanted. Device is not expected to return. Device is not distributed in the united states, but is similar to device marketed in the USA. Device history record review part number: 395.578. Synthes lot number: 9710493 release to warehouse date: october 28, 2015 manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the screw does not tighten on a clamp. This issue was discovered on (B)(6) 2017. There was no patient involvement. (B)(4).